Event description:
This case was initially received via regulatory authority ((B)(6)) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('spiral was coming loose, piece got into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel allergy. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("extremely tired"), burnout syndrome ("burn out complaints"), breast pain ("painful breasts"), ear infection ("chronic inflammations in ear"), dermatitis ("chronic inflammations skin of head"), anal inflammation ("chronic inflammations anus"), memory impairment ("forgetful") and depressed mood ("gloomy"). The patient was treated with surgery (essure plus oviducts and part uterus removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, fatigue, burnout syndrome, breast pain, ear infection, dermatitis, anal inflammation, memory impairment and depressed mood outcome was unknown. The reporter provided no causality assessment for anal inflammation, breast pain, burnout syndrome, depressed mood, dermatitis, device expulsion, ear infection, fatigue and memory impairment with essure. The reporter commented: placement went without particularities. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.